Event description:
An "unspecified scan" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer experienced a "loss of consciousness and fall from the same level" and was unable to self-treat. The customer had contact with a healthcare professional (hcp) where they received "stitches due to injury caused by the fall and offered diet coke and dextro of 210 mg/dl after food intake" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.